Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the 2nd display on the central nurse's station (cns) was intermittently dropping out for a few seconds at a time. There were no issues with the primary display. No patient harm was reported. Investigation summary: the customer was provided with an exchanged device and the reported device was sent in for evaluation. Nihon kohden repair center (nk rc) could not duplicate the complaint. No physical damage, fluid intrusion, nor any malfunctioning parts were found. The unit was tested per the operator's/service manual and operates to manufacturer's specifications. A definitive root cause could not be determined since nk rc could not duplicate the issue during device evaluation. Since rebooting the cns and kvm receiver and swapping the monitor did not resolve the issue, possible causes may include loose cables, environmental interference between the kvm receiver and sender, or hardware failure of the cables, kvm receiver, or kvm sender. Cables may become loose through user mishandling. Environmental interference can cause issues with remote communications, and this can come from electromagnetic radiation or signal/wave cancellation from other electronic or wireless communication devices. Hardware failure may occur through physical damage from user mishandling, power issues from outages or improper grounding, or wear-and-tear over time. A serial number review for the canvys screen shows no other tickets. A serial number review for the cns shows 2 relevant tickets (169099, 172893) where warranty exchanges were processed for failed kvm senders since the customer found that swapping the kvm sender fixed their display issues. Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 04/11/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/19/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information.

Event description:
The biomedical engineer (bme) reported that the 2nd display on the central nurse's station (cns) was intermittently dropping out for a few seconds at a time. This is a dual display cns, and the primary display is not having any issue. This 2nd display is connected through a kvm. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the 2nd display on the central nurse's station (cns) will drop out for a few seconds, and then it will come back up again and display patients and waveforms. This is a dual display cns, and the primary display is not having any issue. This 2nd display is connected through a kvm. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the 2nd display on the central nurse's station (cns) will drop out for a few seconds, and then it will come back up again and display patients and waveforms. This is a dual display cns, and the primary display is not having any issue. This 2nd display is connected through a kvm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration. D6a - d6b f1 - f14 g4 device bla number. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device. Attempt #1 (B)(6) 2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2023, emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.